Event description:
It was reported that there was low impedance and sensing and threshold issues with the atrial lead. The lead was explanted, returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications were reported as a result of this event

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: inner insulation breached. Full lead in segments returned and analyzed.